Manufacturer narrative:
Extension: model: 3708140, (B)(4), implanted: 2009 (B)(6), explanted: unknown; extension: model: 3708140, (B)(4), implanted: 2009 (B)(6), explanted: unknown; accessory: model: 37752, (B)(4); programmer: model: 37743, (B)(4); lead: model: 39565-30, (B)(4), implanted: 2009 (B)(6), explanted: unknown.

Event description:
It was reported that the patient saw an end-of-service/end-of-life message. The patient previously experienced an overdischarge event and a power-on-reset. He performed a physician mode recharge and saw the end-of-service message afterwards. Additional information has been requested, but was not available as of the date of this report.